Manufacturer narrative:
Original MDR 2517506-2017-00169 was filed (B)(6) 2017. Siemens healthcare diagnostics concluded their investigation. There is no indication of a mechanical issue with the instrument. Siemens healthcare diagnostics is unable to determine the cause of the low ca results obtained with the new flex reagent cartridge well set. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer called the customer care center concerning discordant depressed calcium qc and patient results on the dimension vista 1500. The discordant low ca results were obtained within a new flex reagent cartridge well set. The siemens regional support center (rsc) representative stated several troubleshooting steps were taken. The issue was finally resolved after recalibration on a new well set with a new flex reagent cartridge. Siemens headquarters support center is investigating the incident.

Event description:
Discordant depressed calcium (ca) results were obtained on qc and patient samples on the dimension vista 1500 international system. Patient results were reported to the physician(s). After qc was detected out of laboratory ranges the patients were redrawn the next day and samples were run on an alternate vista instrument. Higher results were obtained and corrected results issued. There are no known reports of patient intervention or adverse health consequences due to the discordant depressed calcium (ca) results.